Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the insertable cardiac monitor displayed an error message. No intervention or procedure was reported. No patient condition was reported.

Event description:
It was reported that the insertable cardiac monitor displayed an error message. No intervention or procedure was reported. No patient condition was reported.

Manufacturer narrative:
The report was updated accordingly as the device is not intended to be interrogated using an unsupported software.

Event description:
New information received that the error message was in regard to inability to interrogate an implantable cardiac monitor using an unsupported merlin programmer.